Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the user was unable to login to es server and shown error message that "please correct the following before proceeding: unable to authenticate". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) #. Upon investigation of the actual device used in this incident, it was determined that the customer was unable to log in. A technical support specialist (tss) accessed the server and successfully logged into patient encounter system (pes). The user account was verified to be active and correctly assigned to the appropriate role and area. A review of the identity server debug log confirmed that the user had successfully logged. Upon follow-up, the customer confirmed that the issue had been resolved but was unable to provide an update earlier due to being off for five days. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the user was unable to login to es server and shown error message that "please correct the following before proceeding: unable to authenticate". The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.